Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, when reload was connected to handle, the first and the se cond cartridge were able to be used without problem. However, the third cartridge was connected, and the tissue was clamped, when trying to perform stapling, the device could not be fired. It was considered as pre-fire, so another cartridge was opened and connected, but the device still could not be fired. A different handle was opened and attempted again, and the device was able to be fired without problems. The surgical time was extended by less than 30 min. There was no patient injury.